Event description:
It was reported that the customer was experiencing low blood glucose. It was stated that the customer was at the school, and she was treated with a glucagon shot. It was stated that the customer went to the emergency room after having the glucagon shot for his low blood glucose of 50 mg/dl. Troubleshooting was performed. The programming and bolus on the insulin pump were correct. Ran a self test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.